Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that forceps opening and closing failure occurred during surgery. Patient impact was not reported.

Manufacturer narrative:
Additional information was provided in sections d.4.,d.9., h.3.,h.4., h.6., and h.10. The investigation is completed. A customer reported a case of opening and closing failure of a ophthalmic forceps that occurred during insertion. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample is received in its inner blister, outer blister and with the cover foil showing the lot information. The arms of the forceps are slightly crooked but the sample shows no other macroscopic signs of damage. It is evident that the forceps is in a closed state when the handle is not actuated. The sample shows no signs of surgery residues. The sample was visually inspected with the aid of a photomicroscope with various magnifications and was functionally tested. During the inspection, it was confirmed that the forceps got stuck in a closed status and can only get open again by manually pushing the shaft down. This confirms the customer¿s complaint. As the blister was opened by the customer, the product was handled. It is therefore not possible to determine when the malfunction occurred or what situation could have caused it. It cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event." The manufacturer internal reference number is: (B)(4).